Event description:
A customer contacted beckman coulter inc., (bec) to report obtaining an erroneously elevated, (B)(6) result from the access 2 immunoassay system for one patient's sample. Repeat testing of the patient sample produced lower result within the non-reactive range of the assay. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient sample was collected in 5 or 7ml serum separator tube with a gel barrier. The specimen was centrifuged for ten (10) minutes at 3, 000rpm. Per the cf, qc was performing within the customer's established limits on the date of the event. A system check data has not been supplied to date. Per the cf, the customer reports that after mixing their on board hbs ag reagent pack by hand, they were able to repeat the patient sample test and obtain a non-reactive result. A field service engineer (fse) was dispatched for this event. The fse performed pipettor alignments and ultrasonic adjustments. The fse verified instrument hardware was performing with instrument specifications. A definitive root cause for this event has not been determined to date based on the available information.